Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they went to the ER "2 halloweens ago" because the back side of the pump created an infection and then "about a week and a half" later the front side of the pump created an infection. The patient stated that they have "metal all kinds of metal" in their body. The patient was redirected to their healthcare provider.

Event description:
Information was received from a patient representative (caller) regarding a patient receiving an unknown drug via an implantable pump. The indications for use was spinal pain. It was reported that the caller stated the patient's personal therapy manager (ptm) was disabled while they were in the hospital for 9 days by their healthcare provider (hcp) and wanted assistance turning it on. The caller stated 'one week after pump implant,' the patient's incision site started oozing. Caller stated they saw their hcp every week since implant, but the patient was in pain for '3 weeks or a month', but their hcp 'would not put anything in the pump.' When the manufacturer's patient services specialist (pss) inquired about the pump drug, the caller stated 'we do not know what's in there or how much. He told us not to talk to him and told us he doesn't want to see her anymore. He told us to see another hcp, but they were only in the office once a month.' Pss sent physician listings as requested by the caller. The patient may have said something about MRI and CT scan while in hospital. Pss redirected the caller and patient to their hcp. Additional information was received from the manufacturer's patient services specialist (pss). The pss clarified that the patient was in the hospital related to the oozing of the incision site. The hcp managing the pump had privileges at that hospital, so they came into the patient's hospital room and disabled their ptm because they were already getting pain medication from the hospital staff.

Manufacturer narrative:
Continuation of d10: product ID: a820, lot#/serial#: unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.